Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a planned treatment renal embolization procedure for refractory urinoma was performed when the issue happened. The procedure was aborted and was completed the next day. A field service engineer (fse) examined the system on-site and confirmed equipment did not start up. After reviewing log file fse found a failure in the grabber cards in the flex vision pc, which was monitored. Fse found the issue was most likely caused by a software failure in the image reconstructor. To resolve the issue, fse reloaded the os and clinical application in the ippc. After the fse reloaded the os and clinical application in the ippc, the system was returned to use in good working order.

Event description:
It was reported to philips that the equipment did not turn on, it was stuck at 00:00. The system was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.